Event description:
It was reported that a cuff miss occurred during attempted suture placement with a proglide device in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of one proglide had been placed successfully using the preclose technique. A cuff miss occurred when attempting to pre-place the suture of the second proglide device. A third proglide device was used for successful suture placement prior to the tavi procedure. The arteriotomy was a 6f with mild calcification at the access site. During the tavi procedure the sheath was upsized to a 10f, 14f, 18f and 22f. The tavi procedure was successfully completed and hemostasis was achieved with the two pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss could not be confirmed because the plunger, suture, link, needles and cuffs were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Failure to follow steps/instructions: arteriotomy was upsized to a 22f sheath. Per the instructions for use - the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.